Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 3006705815-2020-30461. It was reported that patient was experiencing ineffective stimulation. Imaging confirmed that patient's leads migrated. Patient may undergo surgery to correct this issue. Patient is stable